Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes were damaged. It was further described as ¿looked like knife cuts or razor cuts in the cassette tubing close to where the tubing is attached to the cassettes¿ and ¿a couple of cuts were in the tubing closer to the organizer end of the tubing.¿ this occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.